Event description:
The protege everflex moved during deployment. The patient suddenly moved while the stent was being deployed in the sfa. Due to patient movement, the protege everflex did not completely cover the lesion. Pta was performed within the stent and at the area of the existing lesion.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.